Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced an insulin occlusion alert after leaving an appointment and was unsure how to address the alert. The patient noted having consumed a heavy meal without making a meal announcement and understood that blood glucose levels might be elevated. Support assisted with troubleshooting, during which the patient confirmed there were no visible defects in the tubing. The patient disconnected from the infusion site and performed a fill tubing process, confirming insulin delivery at the end of the tubing and clearing the occlusion. The patient was advised to allow time for blood glucose levels to trend downward; however, another occlusion alert occurred shortly afterward. A supply change was recommended, and although the patient had recently changed supplies and wished to avoid wasting insulin, assistance was provided to change the tubing with guidance that a full supply change would be recommended if issues persisted. During the event, blood glucose levels were elevated, with reported values ranging in the mid-300s to high-300s, and the device alerted for high blood glucose. The patient reported feeling okay and did not require medical or non-medical intervention. Follow-up contacts confirmed that blood glucose levels gradually began trending downward, though fluctuations were observed. The patient expressed concern about variability in glucose levels and potential supply issues and later reported discomfort at the infusion site during insulin delivery. The patient elected to change all supplies again and continued to monitor glucose levels. Subsequent follow-up confirmed further improvement in blood glucose levels, and the patient planned to eat and continue monitoring, with instructions to call back if additional assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.